Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event involved a (B)(6) male with an atrio ventricular block. In the ICU while the catheter was in place, the patient developed a lung issue, klebsiella pneumonia, and as a result, needed to be placed on a mechanical ventilator. The user said the pneumonia was a result of the "introducer manipulation," and that the product was incomplete because it didn't have the blue cap, only the black cap, and the introducer had a very short protective cover, which let 30cm of the electrode exposed and in turn there was not device isolation. The ai-05210 electrode catheter was then used, and fit through the si-09600 without any problem, but they said that the electrode catheter didn't work properly so they had to move it many times until they got the signal. Due to the bacteremia, the patient had to be in the ICU longer.